Event description:
Litigation alleges toxic levels of metal ions in the tissue, bone, joint, blood stream causing destruction, pain and emotional distress. Doi: (B)(6) 2008. Dor: (B)(6) 2020. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Initial reporter occupation: lawyer. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete. H6 clinical code: unspecified tissue injury (e2015) is used to capture soft tissue injury and bone injury.

Event description:
After review of the operative notes and sticker sheets, patient was revised due to metallosis, pain similar trochanteric bursitis. The patient had a leg length discrepancy to begin with. Patient stated he felt like it was about a quarter of an inch when he was asleep. The hip was stable and has erosion at the head and neck junction. Doi: (B)(6) 2010, dor: (B)(6) 2020, affected side: left hip.